Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin powered up properly after battery installation and no blank display was noted. The insulin pump passed the self test and no unexpected alarms or alert tones were noted. The insulin pump had intermittent up and down arrow button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Event description:
It is reported that the patient has a black display screen and unresponsive buttons on their insulin pump. Patient's blood glucose level is at 148mg/dl. Trouble shooting is conducted and patient removed and replaced the battery with not result. Device is being returned. No further information available